Event description:
Worsen pain with current knee replacement, had extreme difficulty walking, kept going to ortho doc who eventually did a needle aspiration which showed a serious infection, will be having surgery on (B)(6) 2018 to remove the knee replacement and be on 6 weeks or longer of antibiotics and then have a new knee replacement inserted. Initially the wound where the replacement was done in 2014 opened up and had to be re-sutured and I had to go through many weeks of continued physical therapy.